Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that he changed the site 3 times and stated that the cannula was crooked. The customer stated that the pump gave a no delivery alarm and it is not kinked at all. The customer treated for the high readings with 12 units of insulin. The customer declined to troubleshoot for the issue.